Event description:
Stryker sustainability solutions, endocut scissor ip, would not fully thread onto laparoscopic instrument. Defective scissor tip exchanged for another "like" device that functioned without issue.